Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, deformation and weight to the spec. No observed openings in the device. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process, and no openings observed in the device.

Event description:
Healthcare professional additionally reported an "implant fold."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade iii. Device was explanted.